Event description:
It was reported that during a hysterectomy procedure, the tissue pad fell off the device and into the pt. The pad was retrieved. No pt consequence reported.

Manufacturer narrative:
.